Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. A follow up visit was performed. Ventricular channel noise was observed. Stimulation impedance remained high out of range. Thresholds were also increased. When the pocket was maneuvered, noise could be reproduced. When the noise disappeared, normal impedance measurements were obtained. A connection issue is suspected. A lead revision is intended, but no scheduled as of this date.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. Isometric maneuvers including arm movement and pocket handling revealed no noise could be reproduced. No adverse patient effects were reported. An internal technical service consultant was contacted for review of the memory download. According to available information, this lead remains implanted and in service. Engineering reviewed the data and determined that during the out of range impedance measurements, the circuitry appeared to be open. The electrograms did not reveal any noise indicating a connection issue. Further isometrics were recommended. In addition, a high resolution x-ray was recommended to verify the connection.

Event description:
Additional information was obtained. Further similar alerts have been received. Reportedly, the physician has been aware of these increased measurements since implant. A revision procedure was scheduled but was cancelled. No further information could be obtained.